Event description:
The customer contact reported that during preventative maintenance testing at the user facility, device powered off by itself when unplugged from ac power and the battery would not charge. It was unspecified if the device alarmed prior to power loss. There were no reports of any adverse patient events, and no reported delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device was not able to power on with battery or ac power. It was observed that the ac power light did not light with the ac power cord plugged in. A test battery was installed to power on the device. The history log was downloaded, and it did not contain any relevant error logs. The probable cause was found to be due to bad psc pwa (power supply controller printed circuit board). Troubleshooting found the problem was due to a bad u2 component on the psc pwa. This prevented the board from supplying recharge current to the battery. The probable cause for the bad psc pwa was not determined during testing. This report represents all the information known by the reporter upon query by hospira personnel.